Event description:
Adverse event form reports "excessive hip pain". Pt felt right hip "pop" while walking with cane in 2008. It is uncertain if event is related to device "pain subsided substantially by the next day." No treatment was administered.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.